Manufacturer narrative:
DHR review not required. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A bipap a40 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, foam particles were observed. Additionally, the service technician also noted extreme dirt and moisture. Corrective actions were performed to repair the device.